Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons were difficult to press sometimes and insulin pump unexpectedly shut off. The customer's blood glucose value was unknown. The customer reported that the insulin pump received motor error, m-error and delivery stopped alert. The insulin pump will not be returned for analysis.